Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) noted that the device was emitting tones while they were travelling in france. During interrogation of the device, a code displayed indicating that the device may be experiencing premature battery depletion and the estimated remaining battery was at nine percent. Technical services (ts) was consulted to review the data, however it was determined the patient is not enrolled in the remote home monitoring system. Requests to send the data from the interrogation were made. It was noted the patient would travel back to the united states for a device replacement procedure. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) noted that the device was emitting tones while they were travelling in france. During interrogation of the device, a code displayed indicating that the device may be experiencing premature battery depletion and the estimated remaining battery was at nine percent. Technical services (ts) was consulted to review the data, however it was determined the patient is not enrolled in the remote home monitoring system. Requests to send the data from the interrogation were made. It was noted the patient would travel back to the united states for a device replacement procedure. The device remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse patient effects were reported. It was noted that the account discarded the device and it is no longer expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was noted that the account discarded the device and it is no longer expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) noted that the device was emitting tones while they were travelling in france. During interrogation of the device, a code displayed indicating that the device may be experiencing premature battery depletion and the estimated remaining battery was at nine percent. Technical services (ts) was consulted to review the data, however it was determined the patient is not enrolled in the remote home monitoring system. Requests to send the data from the interrogation were made. It was noted the patient would travel back to the united states for a device replacement procedure. The device remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted. No additional adverse patient effects were reported.